Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a blower temp high occurrence: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. No patient harm reported.